Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing was unable to duplicate the complaint. Pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hrs; no unprogrammed boluses were delivered or recorded in the pump history during this time a 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unrelated to the complaint, a crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump did not deliver boluses on multiple occasions. The patient reported that today they delivered a bolus and heard it delivering. The patient reported that several hours later they did feel well and the history did not show the bolus. The patient reported that their blood glucose (bg) was 247 mg/dl with feeling sick. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated with 6.1 units and felt better. This report is being made due to the history settings issue.